Manufacturer narrative:
Updated fields: b4, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Customer reported that the intra aortic balloon (iab) catheter became restricted, but after pressing start again, the alarm did not reappear. There was no patient harm or injury reported. The customer reported that there was no blood in the catheter. The customer could not provide a specific answer regarding the duration of iabp usage. The customer did not report any problems with the balloon.

Event description:
It was reported by the customer that the intra-aortic balloon (iab) catheter became restricted, but after pressing start again, the alarm did not reappear. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).